Event description:
A hospital in (B)(6) reported that the heater wire of the inspiratory limb of an rt340 adult dual-heated with evaqua breathing circuit could not be connected. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the pins on the returned complaint breathing device were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the heater wire adaptor was not possible as the heater wire pin of the inspiratory limb was split. Full insertion of the expiratory pins and heater wire adaptor was successful. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).